Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. The doctor using the device is the new chief of general surgery. She recently moved to the area. She indicates she has previously used and been trained in the use of the device.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was fired with a green reload. The device cut, but no staples formed, nor could any staples be seen in the patient at all. The patient was given an unplanned permanent colostomy. The patient was stable following the procedure. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). The analysed device was received in good visual conditions and with a cartridge reload present. The reload was received void staples, with the washer completely cut, and with the anvil and washer detached, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.